Event description:
Customer's significant other reports back to back testing on the same meter while using the advantage system with results of: 500mg/dl and 200mg/dl, 52mg/dl and 254mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.